Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as an unknown zta. Similar to device marketed under PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: related to (B)(4) to cover an adverse event of ¿adverse patient outcome post procedure - spinal cord ischaemia¿. The rep advised that none of the grafts apply to the complaint. They were implanted satisfactorily. This report is based on adverse patient outcomes post procedure. Initial access was established using graduating dilator transitions and pta ballooning prior to advancing 18fr delivery system and 20fr-40cm sheath. Initially the fenestrated component was planned to be advanced up the rhs, this was switched to the lhs after the 20-fr-40cm sheath would not track up the lhs. All grafts were implanted as planned and final run revealed a satisfactory result on table. After the endovascular components had been implanted, a cut down was required on left femoral access. The right leg then went down and fasciotomies were required. Patient outcome: after the endovascular components had been implanted, a cut down was required on left femoral access. The right leg then went down and fasciotomies were required. The patient was perfect the morning of the (B)(6) 2022, but then stopped moving her legs and required a total colectomy the same day.

Manufacturer narrative:
Manufacturer ref# (B)(4). H6: c22 - appropriate term/code not available for sideeffect. D17 - appropriate term/code not available for sideeffect. Summary of investigational findings: a patient underwent a procedure where a spinal drain was placed and an lsca bypass was performed before two costum made devices and two zta devices were implanted. It was reported that the femoral access was established as a potential issue before the procedure and before implanting the devices initial access was established using graduating dilator transitions and pta ballooning prior to advancing 18fr delivery system and 20fr-40cm sheath. Initially the fenestrated component was planned to be advanced up the right femoral artery, this was switched to the left femoral artery. All grafts were implanted as planned and final run revealed a satisfactory result on table. After the endovascular components had been impanted, a cut down was required on left femoral access. The right leg then went down and fasciotomies were required. The patient was reportedly fine the next morning, but during the day she stopped moving her legs and in addition needed a coloctomy. The physicians opinion is that the patient may be paraplegic and may require a right below the knee amputation. This complaint will handle the paraplegia/spinal cord ischemia. Pre-op imaging dated (B)(6) 2022 was provided and reviewed and a clinical assessment of the reported information performed. It is assessed that the reported events are three separate problems - colonic ischaemia, spinal cord ischaemia, and r. Lower limb ischaemia. Furthermore, it was assessed that the paraplegia is most likely due to occlusion of the spinal cord blood supply by the extensive re-lining of the aorta by endograft. Per the instructions for use sent with the zta devices paraplegia is a known adverse event. Based on the provided information and imaging it is likely that paraplegia is an adverse event inherent to the procedure. No evidence to suggest that the product was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.